Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ shielded IV catheter ¿the catheter disconnected from the catheter hub.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis: the lot was built on afa line 6, from may 7, 2017 thru may 9, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Setup and in process samples for separation catheter from adapter were performed on various stages throughout the process, all the inspections passed per specifications. Visual analysis: observations and testing: received one used iag 18 ga unit from the lot number 7121778. The unit consisted of the retracted needle/safety barrel assembly, adapter and the wedge with the tubing. Visual/microscopic examination: the wedge and tubing had back out of the adapter. Bodily fluids/meds on the wedge and inside of the adapter. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation revealed the wedge/tubing had back out of the adapter. Conclusions: the defect separation catheter from adapter; as stated as the reported code was confirmed. A wedge back-out occurs when the depth of the adapter is not swaged sufficiently to maintain the required fit between the wedge and adapter. When the defect occurs, often the wedge and tubing are retracted with the needle into the safety chamber. Root cause: relationship of device to the reported incident: manufacturing. A definitive root cause could not be determined from the sample but the defect would have originated from a manufacturing issue.